Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that 3 days after the third surgery, the nerve was no longer responding to the electrode stimuli. Further examinations were made by other healthcare professionals found that the electrodes were poorly positioned (away from the correct position on the nerve). Weeks after the implant, the physician concluded that the patient¿s device should be removed for its ineffectiveness. The patient noted that they were scheduled for surgery on (B)(6) 2019. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.